Event description:
It was reported there was leakage from the handle of the cool flex catheter during an ablation procedure. There were no consequences to the pt.

Manufacturer narrative:
Visual inspection revealed no anomalies. Functional testing confirmed pressure dropped during leak testing. The catheter handle was opened as part of the investigation; upon opening the handle, saline residue was discovered. In order to determine the source of the saline inside the handle, the fluid lumen located inside the handle was cut approx 2 cm from the bottom of the handle. This resulted in two pieces of lumen, one smaller piece located near the bottom of the handle and a longer piece, which runs through the catheter shaft all the way to the catheter tip. The portion of the lumen closest to the handle did not move when pulled, however, the longer piece (attached to the catheter tip) separated when a slight pulling force was applied, which indicated a fluid lumen breakage. Upon inspection it was discovered that the breakage/separation occurred in the location of the strain relief joint. This resulted in saline entering the catheter handle during the procedure, which resulted in the handle leak. Review of the device history records confirmed there was no issue related to complaint during mfg process.